Manufacturer narrative:
Surgimend was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. However, the probable cause of this failure is inappropriate material selection for patient by user. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a surgimend was implanted on (B)(6) 2023. Patient had fever without increase of leukocyte nor increase of c reactive protein, treated with corticoid. The immuno specialist concluded that she did allergic reaction to the surgimend as it was the only foreign body she was in contact with. The patient recovered and was discharged from the hospital on (B)(6) 2023.